Event description:
Customer reports "fire" from their adc device and they further report their device is "getting too hot" while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of of when charging the reader was too hot was observed. No corrosion was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and result was within the specification range. Performed a continuity test on the returned usb cable using cable tester and no problem was found. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) no signs of damage, burn marks or corrosion was observed. The reader battery voltage was measured and a power consumption test was performed and both were within specification. The current draw on the returned reader was within specification. The reader passed all self-test's. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports "fire" from their adc device and they further report their device is "getting too hot" while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.